Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The pt 802 has recorded faults and failed calibration. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device and confirmed the customer's reported issue. The fsr replaced the main board in order to repair the device. The fsr performed the operation verification procedure and the ventilator passed all tests and met manufacturer's specification. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop". The customer reported that there was no patient involvement.